Event description:
The customer reportedly obtained a 424mg/dl and 187mg/dl on the accu-chek aviva system within a ten minutes timeframe. No reported symptoms. The customer ate breakfast and dosed herself with 15 units of novolog after the back-to-back results. No adverse event reported. New system sent to customer and return requested.